Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-01910. It was reported the patient was not receiving effective stimulation (right side of pain pattern) due to auto-reduction occurring with the right occipital scs lead (off-label). As a result, the scs lead was explanted and replaced. Effective stimulation was re-established following the procedure.